Event description:
During follow up with a home patient's nurse regarding an unrelated event, baxter's product surveillance department was notified that the home patient experienced a peritonitis episode in 2005. The home patient was not hospitalized, and made a full recovery from the infection. Treatment included 3 loading doses of vancomycin (1 g, i.p. -every 5 days) and gentamicin (60 mg, i.p -every 5 days) for 13 days at the dialysis clinic. No further information is available regarding this event.